Manufacturer narrative:
H.6. Investigation summary: received 11 unopened units from lot number 9149628. A review of the device history record revealed no irregularities during the manufacture of the reported lot. From looking at the packaging of the received units they do not include a q-syte. When compared to sample packages that include the q-syte the label states on the front. Our records for the material number also shows that the q-syte is not included in the produced product for that lot. It is possible that the customer ordered a different product and received material number 383516 or ordered material number 383516 and thought it included a q-syte. The customer¿s order was reviewed to see if the product they received is the product they ordered. Two potential possibilities: 1. The third-party distributor delivered the incorrect product to the customer 2. The customer is unaware that the product ordered does not contain a bd q-syte the defect of adapter/connector missing was not confirmed as the products according to our catalog do not include a q-syte. A misunderstanding at the hospital or a mistake from the third-party distributor caused the complaint. Conclusion(s): not determined: the root cause cannot be determined for an unconfirmed defect. It is highly likely that a misunderstanding at the hospital or a mistake from the third-party distributer instigated the complaint. H3 other text : see section h.10.

Event description:
It was reported that mixed product was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported that the catheters did not contain the q-syte component. It was also reported that multiple single port catheters were mixed in with the dual port catheter box. Per complaint form: a nurse had identified multiple single port bd nexiva catheters mixed in with the dual port unit stock. The packaging of all items in this complaint did not contain a q-syte (missing part). There was 1 dual port 22g bd nexiva catheter identified to also be missing a q-syte. This is the only package that was opened by the nurse. All others (the single port catheters) have closed packaging. " (B)(4) of (B)(4) complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported that the catheters did not contain the q-syte component. It was also reported that multiple single port catheters were mixed in with the dual port catheter box. Per complaint form: a nurse had identified multiple single port bd nexiva catheters mixed in with the dual port unit stock. The packaging of all items in this complaint did not contain a q-syte (missing part). There was 1 dual port 22g bd nexiva catheter identified to also be missing a q-syte. This is the only package that was opened by the nurse. All others (the single port catheters) have closed packaging. " 1 of 3 complaints.